Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24july2019. Product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found the touchscreen had damage and replaced the unit's touchscreen to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.